Event description:
This unsolicited case from united states was received on 20-nov-2017 from a non-healthcare professional (office staff). This case concerns a (B)(6) male patient who received treatment with synvisc one and later after unknown latency had pain, swelling, couldn't bear weight, needed crutches to walk and got fluid aspirated. Also device malfunction was identified in the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (batch/lot number: 7rsl021; expiry date: 20-may- 2020) into the right knee (supralateral) for osteoarthritis knee pain. On an unknown date in (B)(6) 2017, the patient had pain, swelling, couldn't bear weight, needed crutches to walk. After hours, the patient was directed to clinic. The patient went to the emergency room on the next day and got 58 ml fluid aspirated on an unspecified date in (B)(6) 2017. It was reported that the patient was also given a corticosteroid injection. Reportedly, the patient was called the next day. It was reported that the patient still had some swelling but felt much better. Corrective treatment: not reported for device malfunction; crutches for needed crutches to walk; corticosteroid. For rest of the events outcome: recovering for all the events. Seriousness criteria: disability for needed crutches to walk; required intervention for rest of the events. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Additional information was received on 22-nov-2017. The additional event of device malfunction was added. The global ptc number with ptc result was added. Text was amended accordingly. Pharmacovigilance comment: sanofi follow-up company comment dated 22-nov-2017: this case concerns a patient who received treatment with synvisc one and later experienced pain, swelling, weight bearing difficulty, walking difficulty and effusion. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 20-nov-2017 from a non-healthcare professional (office staff). This case concerns a (B)(6) male patient who received treatment with synvisc one and later after unknown latency had pain, swelling, couldn't bear weight, needed crutches to walk and got fluid aspirated. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (batch/lot number: 7rsl021; expiry date: 20-may- 2020) into the right knee (supralateral) for osteoarthritis knee pain. On an unknown date in (B)(6) 2017, the patient had pain, swelling, couldn't bear weight, needed crutches to walk. After hours, the patient was directed to clinic. The patient went to the emergency room on the next day and got 58 ml fluid aspirated on an unspecified date in (B)(6) 2017. It was reported that the patient was also given a corticosteroid injection. Reportedly, the patient was called the next day. It was reported that the patient still had some swelling but felt much better. Corrective treatment: crutches for needed crutches to walk; corticosteroid for rest of the events. Outcome: recovering for all the events. Seriousness criteria: disability for needed crutches to walk; required intervention for rest of the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Pharmacovigilance comment: sanofi company comment dated 4-dec-2017: this case concerns a patient who received treatment with synvisc one and later experienced pain, swelling, weight bearing difficulty, walking difficulty and effusion. Since a significant temporal relationship can be established, causal role of suspect product cannot be ruled out in occurrence of the event. However, due to lack of information regarding medical history, concurrent condition and past drugs precludes complete medical assessment of the case.